Event description:
A review of service data detected a reportable event. During servicing of battery pack (B)(4), the battery was unable to communicate and the battery connector was damaged. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Eval summary: device eval of battery (B)(4) has been completed. As received, the battery was unable to communicate and had an output voltage of 6.76v. Additionally, the battery connector was damaged. The root cause for the damaged connector and defective battery pack could not be positively identified but was likely a result of the battery being dropped on a hard surface. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.